Event description:
Began gaining weight even though I work out 6 days a week and eat very healthy. Blood pressure was rising even though my medicine (before the essure) had controlled it very well. Began to have more heart palpitations. Began losing hair. Inability to fall asleep for hours, and then when I finally would, I would sleep for 8 hours and then still need a nap in the afternoon. Dry skin. Diagnosed with hypothyroidism three months after implantation of essure. Never had any issues with my thyroid before. (B)(4).